Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the malfunction occurred due to a cable connection issue. A field service engineer shut the station down and reseated all cables in the e-drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system kept shutting off in the middle of transactions. The customer reported that the malfunction occurred when the user tried to issue the medication to the patient, causing a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.